Manufacturer narrative:
Exact date unknown, event occured in 2013 based on the date the manufacturer became aware of the event. Explant date: 2013. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 13838779.

Event description:
It was reported that the patient was not getting adequate relief. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.